Event description:
The customer reported that the battery latching mechanism was not working properly.

Manufacturer narrative:
The evaluation of this failure is based on info provided by the customer.